Manufacturer narrative:
The biomedical engineer (bme) reported that the spo2 is not alarming at the central nurse's station (cns), but it is alarming at the bedside monitor (bsm). The bedside monitor has a 30 second delay set on the spo2 on all the bedsides. Nihon kohden clinical applications specialist (cas) explained that this is why the monitor is not alarming when the vitals breach because it allows the parameter 30 seconds to adjust before it alarms. The bme called back, and the cas spoke with one of the nurses. The nurse stated the spo2 did not alarm for greater than 30 seconds and they want to know why. Cas emailed the event investigation document for them to collect data to submit for review. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 04/24/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/07/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/09/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the spo2 is not alarming at the central nurse's station (cns), but it is alarming at the bedside monitor (bsm). The bedside monitor has a 30 second delay set on the spo2 on all the bedsides. Nihon kohden clinical applications specialist (cas) explained that this is why the monitor is not alarming when the vitals breach because it allows the parameter 30 seconds to adjust before it alarms. The bme called back, and the cas spoke with one of the nurses. The nurse stated the spo2 did not alarm for greater than 30 seconds and they want to know why. Cas emailed the event investigation document for them to collect data to submit for review. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that spo2 was not alarming at the central nurse's station (cns), but it was alarming at the bedside monitor (bsm). Spo2 was set to a 30 second delay on all the bsms. However, it was stated that spo2 did not alarm beyond that 30 seconds. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that spo2 was not alarming at the central nurse's station (cns), but it was alarming at the bedside monitor (bsm). Spo2 was set to a 30 second delay on all the bsms. However, it was stated that spo2 did not alarm beyond those 30 seconds. No patient harm was reported. Investigation summary: the bedside monitor had a 30 second delay set on the spo2 on all the bedsides. Nihon kohden clinical applications specialist (cas) explained that this is why the monitor was not alarming when the vitals breached the limit because it allows the parameter 30 seconds to adjust before it alarms. The bme called back, and the cas spoke with one of the nurses. The nurse stated the spo2 did not alarm for greater than 30 seconds and they wanted to know why. Cas emailed the event investigation document for them to collect data to submit for review. The customer failed to provide device logs in a timely manner. Due to the delay, the logs would be unlikely to contain relevant information required for investigation. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints for the reported device. The root cause cannot be determined. This issue will be tracked for future occurrences. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production. Identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.